Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2025, it was reported by insulet that the patient experienced hypoglycemic seizure. While in the emergency department (ed), the cgm was reading around 80 mg/dl and the blood glucose reading was around 40 mg/dl. Reversal of hypoglycemic shock was not described. There was no documentation of further medical evaluation or intervention. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4). Concomitant medical product - additional - "insulet omnipod5". H2: additional information.

Event description:
Subsequent to the initial MDR, additional information became available.